Manufacturer narrative:
It was reported that the patient presented with a painful knee that was infected. Doctor washed the knee out and changed the articular insert. The affected legion ps high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and sterilization documentation review cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient presented with a painful knee that was infected. Doctor washed the knee out and changed the articular insert. No more information provided.